Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. On october 31, 2024 the safety review team established that flow rate failures (B)(4) would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
The pump initially failed the flow rate testing during preventative maintenance due to a recorded flow rate deviation of 7.65%, which is outside the acceptable range of +/-4.5%. After calibrating the pump's flow rate offset from 5 to -2, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 08/29/2024, during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.